Event description:
It was reported that during a laparoscopic cholecystectomy the jaws of the clip applier scissored on third clip when applied to common bile duct. Instrument discarded, but one clip saved. There was no reported patient consequence.